Event description:
Heparin 25000 units/500 ml was set to infuse at 20 ml/hr. After approximately 6 hours the heparin bag was empty. The pump displayed a vtbi of 350ml. There was no evidence of leaking with the IV tubing. The patient required 1 unit of jumbo ffp (fresh frozen plasma) and protamine sulfate 25mg x1 IV push for a ptt over 150.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluations pending. A follow up report will be submitted with investigation results once the evaluation has been completed.